Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius 5008x bloodline leak during a patient¿s hemodialysis (hd) treatment. It is unknown if the machine alarmed appropriately the patient¿s estimated blood loss (ebl) is unknown. It is unknown if there was any patient serious injury or medical intervention required due to this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.